Event description:
It was reported that a user experienced difficulty completing an infusion set and cartridge change on the ilet due to touchscreen navigation behavior, where taps on the carousel dots or arrow advanced past intended steps and prevented return to guided steps, leading the device to treat the cartridge as full before tubing and cartridge were attached. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the change procedure after real-time guidance and successful completion of the workflow. Investigation included guided troubleshooting and education, including instructing the user to press and hold when prompted, confirm drops as directed, decline new infusion set insertion when applicable, and perform a rewind before resuming. Investigation of this case revealed user interface interaction causing step-skipping and workflow inconsistency, with the pump proceeding based on confirmations rather than hardware state, which was mitigated by correct procedural steps and rewind. It was concluded, based on previously established findings for similar reports, that the cause was user interface design and use error contributing to an incorrect supply change sequence.